Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. A nc emerge® balloon catheter was advanced for dilation. However, during withdrawal, a "loss of the guide" was noted. The guide went back when retrieving the balloon. No patient complications were reported.